Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and replaced multiple hardware parts including three electrodes, the mid-line tubing, the sample pot injection and the pipe. The fse performed cleaning. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The failure mode for this event is multiple hardware parts. The fse indicated a new analyzer will be installed. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high sodium patient results on their au680 clinical chemistry analyzer. The customer did not release the results out of the laboratory. There was no change to treatment, injury or death associated with this event. The customer did not provide patient data or demographics.